Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced high blood glucose on (B)(6) 2026.the blood glucose levels was 464mg/dl.the event lasted for 3-4 hours and was treated using bolus via pump. No further information available.